Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding the allegation from the customer about the excessive radiation, but no additional information has been provided. A philips engineer inspected the system onsite and identified that the wedge of the collimator was mechanically stuck. The analysis of the log files identified errors with the spectral filters, wedges and shutters. User messages were prompted to the user. The engineer replaced the collimator and the system was returned to use in good working order. Based on available information for this case, philips cannot confirm the actual dose. Failure of the shutters or wedges may affect the dose area product. Failure of the spectral filter may affect the air kerma. When the spectral filter fails, the air kerma is calculated with the assumption that no filter is in the beam. This may result in the calculated air kerma being higher than the actual dose.

Event description:
It has been reported to philips that during diagnostic procedure the patient was exposed to excessive radiation. An initial report is submitted based on the nature of the allegation. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.